Manufacturer narrative:
Upon receipt of the device in question, nakanishi conducted a failure analysis of the returned device (B)(4). These activities are described in more detail below. Methodology used : nakanishi examined the device history record for the subject p200-bmh-hs device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi connected the returned device to a company-owned control unit (p200-cu-100) to replicate the malfunction that the operator complained about. Nakanishi was not able to replicate the phenomena in question. Then, nakanishi pressed the handswitch of the device while being connected to the control unit. The motor was not activated. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved : nakanishi disassembled the motor and performed a visual inspection of the internal state. Nakanishi observed a trace of water ingress into the motor. Nakanishi also observed corrosion marks right next to a pcb for controlling the handswitch (hs pcb), therefore, nakanishi removed black silicon covering the hs pcb and visually inspected it. Nakanishi confirmed corrosion on the surface of the hs pcb. In addition, nakanishi observed disconnection of a lead wire soldered to the hs pcb. Since the healthcare facility is adopting a cleaning program different from the one recommended by nakanishi, nakanishi compared these 2 programs. A significant difference between these programs is temperature of cleaning solutions. Program used in the healthcare facility (program a) : 90 degrees c. Program recommended by nakanishi (program b) : 60 degrees c. Nakanishi carried out verification with the cleaning program a and observed water ingress into the motor. Conclusions reached based on the investigation and analysis results : nakanishi identified that the cause of malfunction of the returned device was due to the user not adopting the cleaning program recommended by nakanishi. Using a different program caused water ingress into the motor, which would result in short on the electrical circuit. The cause of spontaneous activation/deactivation of the motor was due to : activation : on-state signal of the handswitch erroneously transmitted to the unit at the time of short circuit. Deactivation : conduction loss caused by chemical reaction being temporarily stopped due to short circuit. The cause of error message was due to the fact that signal erroneously transmitted to the unit provided the unit with the illusion of the handswitch being in on-state, when turning the unit on. The error message is displayed when turning the power on with the handswitch/foot control on after connecting the motor to the control unit. In order to prevent a recurrence of the malfunction, nakanishi took the following actions. Nakanishi first reviewed the operation manual and ensured clarity, understandability and feasibility of the instructions. On (B)(6) 20115, nakanishi visited the hospital and directly reported the above evaluation results to the user to remind the importance of following the nakanishi-recommended cleaning program as instructed in the operation manual.

Event description:
On (B)(6) 2015, nakanishi received a phone call from a distributor saying that an nsk surgical device had malfunctioned during an operation at an orthopedic hospital. On (B)(6) 2015, an nsk salesperson visited the hospital to hear details from the doctor. The details are as follows. On (B)(6), 2015, the doctor was performing an operation using a 2-piece device of p200-hmh-hs (a motor) and p200-3gam (a handpiece) that was connected to one of the ports of p200-cu-100 (a control unit). Another 2-piece device p200-osc-s-hs of p200-bmh-hs (a motor) and p200-osc (a handpiece) was connected to the other port of p200-cu-100 control unit. However, the doctor was not using the p200-osc-s-hs device for the operation. About 15 minutes after the operation started, p200-osc-s-hs that was sitting on the table activated by itself without pressing the hand switch. A message, "release the foot switch and hand switch" was shown on the monitor of p200-cu-100 control unit. After turning off and on the power of the control unit, the doctor restarted the operation with the p200-3gam handpiece. Toward the end of the operation, the p200-osc-s-hs on the table suddenly activated again by itself. No error message displayed on the monitor this time. There was no injury on the patient. There was no delay on the operation either. When the doctor checked the motors and handpieces involved before the use, he did not observe any problems.